Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, there are no related effects to the triclip steerable guide catheter (tsgc). There was no device malfunction and no adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1157;1528.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip was then inserted and steered down to the valve. However, there was very little height above the valve and difficult trajectory. An attempt to open and orient the clip was made, but the clip ended up under one of the leaflets. The clip was inverted and brought back to the right atrium (ra). Troubleshooting was performed, but the clip was still unable to be achieve a good position. After several attempts, the clip was retracted back into the steerable guide catheter (sgc). However, it was observed that the sgc was interacting with the eustachian valve. Several attempts were made to get the clip back into the sgc. Therefore, a decision was made to remove the clip. The clip was removed and replaced. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional clarified information was received: further review of the file indicating this event was a duplicate and reported in manufacturer reference number (B)(4) and (B)(4).

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip was then inserted and steered down to the valve. However, there was very little height above the valve and difficult trajectory. An attempt to open and orient the clip was made, but the clip ended up under one of the leaflets. The clip was inverted and brought back to the right atrium (ra). Troubleshooting was performed, but the clip was still unable to be achieve a good position. After several attempts, the clip was retracted back into the steerable guide catheter (sgc). However, it was observed that the sgc was interacting with the eustachian valve. Several attempts were made to get the clip back into the sgc. Therefore, a decision was made to remove the clip. The clip was removed and replaced. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.